Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision procedure on june 9, 2016 resulted in the removal and exchange of one (1) screw only. All implant were removed in the second revision on (B)(6), 2016 and replaced with a new plate and screws. This report addresses the (B)(6), 2016 revision. The (B)(6), 2016 revision is addressed in (B)(4).

Manufacturer narrative:
Patient information is not available for reporting. Date of device loosening/migration is not known. This report is for four (4) unknown screws. Part and lot numbers are unknown; UDI number is unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported patient was implanted with unknown plate and screws on (B)(6) 2016. Post-operative x-rays revealed a screw had loosened and migrated. Patient was returned to surgery on (B)(6) 2016. It is not known what was performed during that procedure. Medical safety officer (mso) reviewed x-rays provided and identified four (4) screws had loosened. Concomitant devices reported: plate (quantity 1), screw (quantity 5), this report is for four (4) unknown screws. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Patient date of birth is unknown; year of birth reported as (B)(6). (Conclusion code): complainant part is no longer expected to be returned for manufacturer review/investigation, as it was reported confirmed the devices had been discarded by the facility. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the revision procedure was completed successfully. It was noted that the complained devices were discarded by the facility. It was reported that after the surgery, the patient developed an infection. Updated concomitant device reported: reko j-plate 16 holes (part 02.100.366, lot 9463541, quantity 1).

Manufacturer narrative:
Investigation summary: mso reviewed x-ray and identified four loosened screws. Product was not returned and no lot number was provided. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Post-operative infection is addressed in (B)(4). This report addresses the loosened screws which lead to the revision surgery. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Post-operative infection is addressed in (B)(4). This report addresses the loosened screws which lead to the revision surgery.